Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the issues with sensors inserted this morning that on connecting transmitter onto sensor did not flash and had not gone in and the filament seemed to not be there. Customer stated that it did go in but had blood on site but no damage on filament and also had blood but flashed and had started warm up. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.